Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not powering on due to the drawer that had shorted out. Also, found that drawer 4.1 and 4.2 were not detected on the bus due to the loosened latch sensor wires. A field service engineer replaced the latch block on drawer 4.2, drawer boards on both drawers, retractor bands, and the controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a black screen and was not powering on, which hindered users from accessing the medication. Additionially, reported that the user was able to retrieve the needed medication from the another medstation and confirmed no delay or patient harm. There were no adverse events or injuries reported based on this event.